Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient had a leak from a transfer set at the cap. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection performed with naked eye and magnification noted broken occluder leg and damaged patient adapter. Functional testing, including eight psi underwater pressure test, clear passage test and clamp function test, noted a leak thorough the set and a broken occluder leg. The reported condition of leak was verified due to the broken occluder leg, but the cause of the broken occluder leg is undetermined. Should additional relevant information become available, a supplemental report will be submitted.